Event description:
It was reported: a therapist and nurse were called to the room by a (third party) oximeter monitor alarm, readings were in the low 80's. No alarms were observed coming from the ventilator. The pt appeared blue and was nott being ventilated. The pt was manually ventilated with an alternate device. There was no pt injury.